Event description:
Pt hemolyzed, determination was: suspected kinked line (unnoted during treatment) due to decrease in venous pressure and end of treatment. Pt was hospitalized following treatment and diagnosed with hemolytic induced pancreatitis.